Event description:
It was reported that the asymptomatic patient presented in clinic during follow up. Device was post-paced t-wave oversensing on ventricular channel. Programming changes made during device check and no further issues have been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.